Event description:
Customer reported differences in his sensor glucose and blood glucose readings. He stated his sensor glucose reading was 210 and his blood glucose reading was 251. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.